Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error on her insulin pump and none of the buttons were working. The customer's blood glucose was 133 mg/dl. She was advised to discontinue using the insulin pump and to revert to a back-up plan. Nothing further was reported.